Event description:
As reported, 5f dual lumen PICC was inspected prior to insertion with no defects noted. Immediately after insertion the line was flushed, and air was noted in the line. A nick/hole was then seen in the clear extension tubing of the device. The PICC was removed and another device inserted. There was no patient injury. The used PICC will be returned to navilyst medical for eval.

Manufacturer narrative:
It has been indicated that the used device associated with this report will be returned for eval, but it has not yet been received. Upon receipt of the sample, and completion of the investigation, a supplemental medwatch will be submitted.((B)(4)).